Event description:
It was reported that the patient had a loss of therapeutic effect and that stimulation had been fine up until that point. The symptom occurred following implant, a few days later. It was later determined that the lead had migrated 4-5 vertebral bodies cephalad, so the patient was only getting stimulation in the abdominal area and not in the legs where the patient needed it. A revision was done some months later, wherein the lead was repositioned and the patient was doing very well. The patient and manufacturer representative met 3-4 weeks ago for follow-up reprogramming and the patient stated things were going very well.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778, lot# v769845011, implanted: 2011-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, (B)(4).